Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dental surgery, a microneedle electrode was connected to the pencil. However, the connection was not tightened enough, and the proximal section of the micro needle (non insulation section) was exposed and energy output was distributed from this point. The exposed section was in contact with the patient's lips, causing an injury. The patient's condition is currently being monitored. The wound was treated using white petrolatum and trafermin sprayed on the lips since the day of the event.